Event description:
Additional information indicates that x-ray imaging shows that the l4 and l5 lead migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy at their l4 and l5 lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.